Event description:
It was reported that cgm displayed malfunction error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, error message did not recur, and customer successfully started new sensor session.